Manufacturer narrative:
In this incident, there was no report of injury to the pt. However, as a result of this malfunction, the potential for surgical intervention exists (though inadvisable per exper opinion provided by dr) to preclude injury or illness that would necessitate medical or surgical intervention to preclude impairment of a body structure or permanent impairment of a body function as evidenced by previous reported events. This event, therefore, is reportable per 21cfr part 803. The device is available for eval, though has been returned as of this report. Eval results will be submitted as they become available.

Event description:
It was reported that a file separated in the canal during a procedure. The canal was filled with the separated piece in place.